Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between not impacted to around 250mg/dl and small to moderate ketone levels. Supply changes were performed to address the occlusion alarm and the elevated bg levels were addressed by delivering a correction bolus via the pump or administering a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.